Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in ada site #9, non-osseointegration was observed in a patient with type IV bone. Patient presented with pain and swelling. Clinician noted poor bone quality/qty. And performed a bone graft. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant was placed in (B)(6) site #9, non-osseointegration was observed in a patient with type IV bone. Patient presented with pain and swelling. Clinician noted poor bone quality/qty. And performed a bone graft. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.